Manufacturer narrative:
(B)(4). The device has been received for evaluation. The reported condition was confirmed. The assignable cause was that the motor was broken apart. The device was returned unrepaired.

Event description:
The facility representative reported an infus-or pump in which the pump constantly alarms. Although baxter attempted to obtain information, details were not available regarding this event. During service at baxter, it was discovered that the event occurred during delivery. No additional information is available.